Event description:
It was reported that the deep brain stimulation (dbs) patient encountered communication difficulties between the implantable pulse generator (ipg) and the remote; additionally, experiencing a loss of stimulation resulting in slurred speech, headaches, and shaking. The physician suggested the reported symptoms may be related to nerve damage; however, it was not specified if the nerve damage was related to the device or stimulation. Additional information received indicates that the patient did not experience any difficulty with remote communication to the ipg. Furthermore, a computed tomography (CT) scan was performed, though details regarding the reason for the scan and its results were not provided. The patient's slurred speech has resolved.

Manufacturer narrative:
D2b: pro code (product code): mhy, nhl.

Manufacturer narrative:
Correction to blocks b1, d4, h6. Block d2b: pro code (product code): mhy, nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced slurred speech, headaches, and shaking, which were initially attributed to suspected communication difficulty between the remote control (rc) and the implantable pulse generator (ipg). Subsequent evaluation determined that there were no communication issues with the device. Instead, the treating physician had disabled the patients ability to adjust stimulation settings on the rc. That issue was resolved, and the patients slurred speech dissipated and the patient reported feeling better.

Manufacturer narrative:
Block d2b: pro code (product code): mhy, nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient encountered communication difficulties between the implantable pulse generator (ipg) and the remote; additionally, experiencing a loss of stimulation resulting in slurred speech, headaches, and shaking. The physician suggested the reported symptoms may be related to nerve damage; however, it was not specified if the nerve damage was related to the device or stimulation.